Event description:
Reportedly, the patient is experiencing streaks and peripheral vision disturbances/blurriness. The patient did not require any medical or surgical intervention other than original cataract extraction without any complications. The physician references that the patient wanted to maintain monovision as she was accustomed to with her contact lenses. The reported incident was at post op month one and three visits. In addition, the physician stated that the complaint is consistent with the patient's personality and may go away with time.

Manufacturer narrative:
Device code: intraocular lens (iol). The lens remained implanted at the time of the report and therefore was not returned for evaluation. Prior to release to market the intraocular lens met all manufacturing specification. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.